Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device has been explanted.